Manufacturer narrative:
Device received with constant pump error 37 during rewind due to broken off motor slide tip causing the motor slide to rewind past the motor home switch and remain stuck against the motor housing. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the reservoir popped out when rewinding the insulin pump. The customer was treated with manual injection. The device will be returned for analysis.